Event description:
Additional information received reported that when the patient went through trial, she was ¿crying in pain¿ while still sedated. The patient was still sedated while the instructions on "programmer" use were being given, it was rushed and she was unable to understand. After adjustment, the stimulation was turned up high and was hurting. It was noted that the trial was 50% or better and the patient was responsive to the device.

Manufacturer narrative:
Continuation: product ID neu_unknown_lead: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s trial was turned up too high and when they turned the device on for the first time they got a shock in the leg, where the stimulation was. It was noted the patient ended up waiting two weeks before turning it on. It was stated the patient was hypersensitive. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.